Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response. All therapy available was delivered. Reprogramming options were discussed by boston scientific technical services (ts). No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular response. All therapy available was delivered. Reprogramming options were discussed by boston scientific technical services (ts). No additional adverse patient effects were reported. This device remains in service. Additional information was received that this device deliver inappropriate therapy (anti-tachycardia pacing (atp and shocks) during other episodes of atrial driven arrhythmias. No additional adverse patient effects were reported. This device remains in service.